Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag presented a hole in the injection (fill port) tube. The event was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the unaided eye which revealed a hole in the fill port tubing. No defect was observed in the add port. Functional testing was performed which revealed a fill port tubing leak only. A visual inspection with magnification was performed which showed an approximate one (1) inch hole below the unused clamp in the fill port tube. The reported issue was verified and identified as a hole in the fill port tubing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.